Event description:
Procedure: right shoulder arthroscopy with rotator cuff repair. Arthroscopic subacromial decompression. During the procedure, it was noted that metal shavings from the smith & nephew dyonics shaver flecked off into the shoulder. Patient tolerated procedure well and was discharged home the same day.